Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and was treated with an unspecified anti-inflammatory drug infusion for the event. At the time of this report, the patient has not recovered and was still hospitalized for the event. The peritoneal dialysis was ongoing during treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.